Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2013. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirms the modular head and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-06787 & 2015-00615).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2013. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history revealed that the patient was implanted with a metal on polyethylene hip on (B)(6) 2013. Invoice history confirms the modular head and polyethylene liner were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's right hip operative reports noted patient underwent a revision on (B)(6) 2014 due to pain and x-rays indicating dissociation of the acetabular liner. Operative report noted the presence of dark fluid with metallosis debris, a disassociated liner, and a wear of the locking ring. The modular head, acetabular liner and locking ring were removed and replaced.